Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the malfunction was caused by the software. A field service engineer reinstalled rss and restarted the station to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system that it had a software failure which stuck on the carefusion screen. The customer reported there was a delay in dispensing medication. There were no adverse events or injuries reported based on this incident.